Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported there was a needle stick while trying to engage the safety shield after an injection. The nurse, and the patient, required follow up testing, for hiv, hepatitis etc. The nurse will be following up on blood work over a period of time per the occupational health department to ensure no issues.